Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the medical image review completed on (B)(6) 2023. The procedure image and the video included in the complaint underwent independent physician review. The assessment is documented below. ¿the description is clear. From the angiographic image it looks like the stent was used in a case with intracranial stenosis and the rotational image shows that the stent is tapered from the central portion to the most proximal portion. This tapering is likely due to the stenosis. If the stenosis is pushing too proximally on the stent, the struts don¿t have the outward force to open and separate the markers. This would in this case be the most likely explanation, also given the fact that ¿massaging¿ with the delivery wire did not open the stent subsequently.¿ physician name and date reviewed: (B)(6) 2023. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a vascular stent placement procedure to treat an intracranial stenosis, the physician released the stent, a 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 7497463), the distal markers of the stent opened well, but the four proximal markers of the stent were converged which could not expand. The delivery wire was used to massage the markers, but the markers were still unable to open. The patient is in stable condition. There was no report of negative patient impact. There is one procedure image and one video that was included in the complaint. The image and video are pending independent physician review. On (B)(6) 2023, additional information was received. The information indicated that the location of the intracranial stenosis was the m1 segment of the middle cerebral artery (mca). There were no vessel or aneurysm factors that may have contributed to the incomplete expansion. There was no evidence of obstructed blood flow due to the reported event. The temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. The microcatheter used was a 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown). There was no resistance during the advancement of the stent. The incomplete expansion of the stent did not result in stent migration or embolization of the stent. The information indicated that after the stent was implanted after the delivery wire was used to ¿massage¿ the markers. ¿the four proximal markers of the stent were converged which could not expand. Then, delivery wire was used to massage the stent markers.¿ no additional intervention was performed. There was no allegation of patient injury due to the reported product issue. The event did not result in any clinically significant delay in the procedure. The information indicated that the procedure was completed ¿after the delivery wire was used to massage markers, but markers were still unable to open, physician completed surgery.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Based on complaint information, the device is not available to be returned for analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7497463. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.